Event description:
Literature: mehrkens jh, borggraefe I, feddersen b, heinen f, botzel k. Early globus pallidus internus stimulation in pediatric patients with generalized primary dystonia: long-term efficacy and safety. J child neurol. Nov 2010;25(11):1355-1361. Summary: the authors report the long-term follow-up of 5 pediatric patients undergoing globus pallidus internus deep brain stimulation. The therapy was reported to offer a very effective and safe therapy in pediatric patients with primary dystonia and the authors indicate that early neurosurgical intervention sees to be crucial to prevent irreversible impairment. Reportable event: one patient, an (B)(6) female, experienced a revision of the abdominal pulse generator pouch to prevent imminent percutaneous cable perforation 5 months after the initial implantation.

Manufacturer narrative:
(B)(4). At this time, no additional information was available, additional information has been requested.